Event description:
It was reported that an infusor did not infuse. This was reported to have occurred after patient connection, during infusion. There was no patient injury, medical intervention, or adverse reaction in association with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis cannot be completed and a cause could not be determined. If additional relevant information is obtained, then a follow-up report will be submitted.